Event description:
Related manufacturer report number 1627487-2023-00207. It was reported that the patient was experiencing their muscles tightening and toes curling due to their implant. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place where the patients leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.